Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc221850e0. Model: sc-2218-50e. Serial: (B)(4). Batch: 7102723.

Event description:
It was reported that during a trial procedure, the patient developed new pain at the left shoulder that increased over the course of the trial. The physician believed that the scar tissue or adhesions were irritated during lead insertion causing new pain. The patient had a lead pull and immediately felt better. The explanted lead was discarded.